Manufacturer narrative:
Siemens healthcare diagnostics has determined that the atellica im 1300 analyzers and atellica im 1600 analyzers incorrectly identified all humidity packs as expired on 01-jan-2020. This caused the analyzers to eject the humidity packs and stop processing samples. Humidity packs do not have a shelf life (lot) expiration. They have an onboard stability (obs) of 180-days, which is monitored by the analyzers from the time they initially loaded. The humidity packs are required for the analyzer to maintain 70-100% humidity in the reagent compartment, which is monitored by the software. If the humidity falls out of the required range, the analyzer will stop processing tests until the humidity comes back into range. Starting 06-jan-2020, an urgent medical device correction (umdc) asw20-02.a.us was sent to us customers and an urgent field safety notice (ufsn) asw20-02.a.ous was sent to outside the us (ous) customers in january of 2020. The umdc and ufsn explain the behavior described above and inform customers of actions to take to allow the analyzer to load the humidity packs. The umdc and ufsn also inform customers that software is being developed to correct the behavior. To date, there are no allegations of injury due to the delays. Mdrs 2432235-2020-00046, 2432235-2020-00047, 2432235-2020-00048, 2432235-2020-00049, 2432235-2020-00050, 2432235-2020-00051, 2432235-2020-00052, 2432235-2020-00055, 2432235-2020-00056, 2432235-2020-00057, 2432235-2020-00058, 2432235-2020-00059, 2432235-2020-00060, 2432235-2020-00061, 2432235-2020-00062, 2432235-2020-00063, 2432235-2020-00064, 2432235-2020-00065, 2432235-2020-00066, 2432235-2020-00067, 2432235-2020-00068, 2432235-2020-00070, 2432235-2020-00071, 2432235-2020-00072, 2432235-2020-00073, 2432235-2020-00074, 2432235-2020-00075, 2432235-2020-00076, 2432235-2020-00077, 2432235-2020-00079, 2432235-2020-00081, 2432235-2020-00082, 2432235-2020-00083, 2432235-2020-00084, 2432235-2020-00085, 2432235-2020-00086, 2432235-2020-00087, 2432235-2020-00088, 2432235-2020-00089, 2432235-2020-00090, 2432235-2020-00091, 2432235-2020-00092, 2432235-2020-00093, 2432235-2020-00094, 2432235-2020-00095, 2432235-2020-00096, 2432235-2020-00097, 2432235-2020-00098, 2432235-2020-00099, 2432235-2020-00100, 2432235-2020-00101, 2432235-2020-00102, 2432235-2020-00103, 2432235-2020-00104, 2432235-2020-00106, 2432235-2020-00107, 2432235-2020-00108, 2432235-2020-00109, 2432235-2020-00110, 2432235-2020-00111, and 2432235-2020-00112 were filed for this issue.

Event description:
A customer observed that atellica im humidity packs were unloaded from the atellica im analyzers because the humidity packs were identified as expired. There are no known reports of patient intervention, or adverse health consequences due to this behavior.